Event description:
The user facility reported their harmony vled dual surgical light was not turning on during a patient procedure. No report of injury, however, a procedural delay was reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the lighting system, and was able to duplicate the reported event. The technician identified no power was being transmitted to the lighthead. The spring arm was not fully inserted into the horizontal arm due to a dislodged snap ring. The snap ring showed signs of impact/collision damage and partially detached the spring arm from the joint by an inch causing loss of electrical power. The technician reinstalled the spring arm and replaced the snap ring, tested the unit, and confirmed it to be operating according to specification. Section 1 of the operator manual states, "caution: possible equipment damage hazard: do not bump lightheads into walls or other equipment." The surgical lighting system is not under steris contact agreement for maintenance.